Event description:
The company rec'd a report where it was claimed that the "tube subglottic suction went all the way through into the lumen of the main tube". The end clinician elected to extubate and reintubate with a replacement tube. This report is the second occurrence associated to (B)(4) / MFR# 2936999-2010-01331.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.